Manufacturer narrative:
The device was returned for analysis. A visual and microscopic examination of the balloon identified a v-shaped tear running either side of a blade strip (approximately 12mm in length). The tear in the balloon created a "flap" of balloon material, including the blade and pad which were fully bonded, being positioned out over the tip end of the device. An examination of the balloon could not identify any issues which could have resulted in this tear. No other damage was visible along the balloon length. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. Even the section of balloon material which was torn, had the blade and pad fully bonded to it. A visual, microscopic and tactile examination found no kinks. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine cb was advanced for treatment. The balloon was inflated three times for 20 seconds each at 4, 6, and 8 atmospheres. On the fourth inflation, the balloon ruptured when inflated at 12 atmosphere for 20 seconds. The device was removed and the procedure completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine cb was advanced for treatment. The balloon was inflated three times for 20 seconds each at 4, 6, and 8 atmospheres. On the fourth inflation, the balloon ruptured when inflated at 12 atmosphere for 20 seconds. The device was removed and the procedure completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.